Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73c1800125 was manufactured on 03/07/2018 a total of 288 pieces. Lot was released on 03/12/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that it was returned with the jaws partially closed and the feeder seated forward as though the device was near the end of its trigger cycle. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired on the first attempt and it appeared as though the trigger was jammed due to some resistance that was felt when completing the trigger cycle. At this time, the feeder did not move and remained seated forward. The jaws also remained partially closed. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. It was also found that the yoke was broken where the yoke pin is connected and that the bridge was broken at the proximal end where the pin is connected. The sample was received with 14 clips remaining in the channel indicating that 1 clip was fired by the end user. A non-conformance has been opened to further investigate this issue. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip stuck in applier" was confirmed based upon the sample received. One device was returned with 14 clips remaining in the channel indicating that 1 clip was fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that the clip was stuck and could not come out when activated. There was no patient harm.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip was stuck and could not come out when activated. There was no patient harm.